Manufacturer narrative:
Complaint evaluation: the customer requested that the device be evaluated by bench repair. Upon evaluation of the device, the reported issue was confirmed by the service engineer, and the cause was traced to a faulty capacitor assembly. The defective part was requested for replacement customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor assembly. The part was confirmed replaced by bench repair to resolve the noted issue. The device was returned to the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
While performing onsite service for the device, it was identified by an authorized support engineer that the device's capacitor energy is low. There was no patient involvement.